Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found error b40 was not found, error code e209 occurred due to a faulty interface board, and the image was noisy due to a faulty printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera elite video system center displayed error codes b40 and e209. The issue was found during preparation for use in a therapeutic plasma cutting procedure. The patient was not under anesthesia. The procedure was completed with another device with no delay. There were no reports of patient harm. This report is being submitted for the b40 error code.